Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and that the imaging window was not returned for analysis. The telescope retraction worked correctly.

Event description:
It was reported that device twist occurred. The target lesion was located in the peripheral artery. An opticross peripheral imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, ivus was on imaging mode, however, during pullback resistance was encountered and pullback failed. X-ray revealed the catheter was wrapped around the 0.014 non-boston scientific guidewire multiple times. The wire became managed with the ivus catheter and the system had to be cut out and snared. The catheter was completely removed from the patient and the procedure completed using an alternate method. There were no patient complications.

Event description:
It was reported that device twist occurred. The target lesion was located in the peripheral artery. An opticross peripheral imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, ivus was on imaging mode, however, during pullback resistance was encountered and pullback failed. X-ray revealed the catheter was wrapped around the 0.014 non-boston scientific guidewire multiple times. The wire became managed with the ivus catheter and the system had to be cut out and snared. The catheter was completely removed from the patient and the procedure completed using an alternate method. There were no patient complications.